Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics orally and intraperitoneally for fourteen days (medications, dosages, and frequencies not reported) for the peritonitis event. Dianeal therapy was ongoing and the patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.